Event description:
It was reported to philips that the allura device would not expose. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis when the issue occurred and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to emit radiation. Fse found that the communication with the flat panel detector was failed. Fse replaced the flat panel detector and performed the corresponding calibration, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.